Event description:
The customer received back to back blood glucose readings of 21 mg/dl and 330 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The customer did not ahve any of the strips left, so no product will be evaluated.